Event description:
It was reported that balloon rupture occurred. The 65% stenosed target lesion was located in the calcified fistula. A 8.0 x 40, 75cm mustang balloon catheter was advanced but resistance was encountered and had difficulties in advancing. When the device was first inflated at 3 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 65% stenosed target lesion was located in the calcified fistula. A 8.0 x 40, 75cm mustang balloon catheter was advanced but resistance was encountered and had difficulties in advancing. When the device was first inflated at 3 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the lesion was moderately calcified and severely tortuous.

Manufacturer narrative:
B5 - describe event or problem updated.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm proximal from the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The 65% stenosed target lesion was located in the calcified fistula. A 8.0 x 40, 75cm mustang balloon catheter was advanced but resistance was encountered and had difficulties in advancing. When the device was first inflated at 3 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the lesion was moderately calcified and severely tortuous.